Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided the customer observed a discrepant/falsely elevated result while using total bilirubin reagent lot 48210uq09. A review of the instrument logs showed no error code was generated with the falsely elevated result and the reaction graph displayed a normal reaction at all read times for the same sample. The message history log showed error code 3001 was generated at the time of this discrepant result observation. A review of the total reagent package insert provides information on reagent handling, and how it could impact results. The architect system operations manual provides guidance for assay results in regards to symptoms, other test results, clinical impressions and other diagnostic procedures. A review of tickets determined that there is a normal activity for the lot 48210uq09 and there are no trends identified. A review of manufacturing records did not identify any issues associated with the lot. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Use error may have contributed to the customer's issue as a sample aspiration error code for other assays on the same sample indicate there may have been a sample handling issue which may contribute to false results. However, a systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that the architect analyzer generated falsely elevated total bilirubin results on a (B)(6). The results provided were: on (B)(6) 2016 (B)(6) = 370.7umol/l (above normal range, critical) / repeated = 238umol/l (within normal range). There was no additional patient information provided. There was no repeorted impact to patient management.